Manufacturer narrative:
Updated information: d4 catalog number updated and UDI added. H6 investigation type changed to b18

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported arrhythmia and hypotension could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
73 year-old female patient with cardiogenic shock implanted with both impella cp and rp flex for biventricular support. Patient supported for two days with both pumps performing as expected. Patient recovered. During planned explant, rp flex was removed first, and while on impella cp, patient experienced atrial fibrillation which could be from the rp flex interaction on explant and hypotension, with medication required. Patient stabilized, and cp was explanted.